Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result for one patient on coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago compact max coagulation analyzer. At 12:40 pm the meter result was 3.7 inr and at 1:14 pm the laboratory result was 2.8 inr. The patient's therapeutic range is 2.5 - 3.0 inr. There was no allegation that an adverse event occurred. The customers test strips were returned for investigation and tested with quality control materials. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. No information was provided in the complaint case that would point to a cause for the result discrepancy.